Event description:
Device 1 of 4. Reference MFR. Reports: 1627487-203-03688, 03689, 03690. The pt received 2 scs anchors with the same lot number. It was reported during the pt's permanent procedure, a beetle was found in the sterile field. Subsequently, the field was taken down and a new field was established using new drapes and tools. It was also reported no sjm product required replacement. Additionally, the pt received 10 days of antibiotics. Follow-up identified the pt has no signs of infection and is "doing well".

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.